Event description:
It was reported by a neurologist via clinic notes that a vns pt suffered from shortness of breath, nose and gum bleed, dizziness, fatigue and hair loss. The pt has not had any seizures. According to clinic notes, the vns device has been functioning properly and was not near end of life. The normal mode diagnostics were within normal limit. Per notes, some of pt's symptoms sound like toxic side-effect of medication but the adverse events relationship to vns is unk. The pt has been seeing several physicians to address the adverse events. She was taking 1500mg of depakote and 50 of topamax. The physician subsequently reduced the amount of depakote to 500 mg per day. Good faith attempts to obtain more info from the physician have been unsuccessful to date.